Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged via x-ray. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.